Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure, the blades were blunt, the surgeon had to exert extreme pressure on the cutting blade. This results in metal abrasion. Through flushing everything was removed. No significant delays reported. Back up device was available.

Manufacturer narrative:
One 7205326 disposable acromionizer 4.0 ep-1 blade reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) blade hand piece not fully loaded and or locked into mdu hand set. 2) incompatible force or torque or leverage applied. 3) change of approach during use. 4)insufficient irrigation or engaging the device without suction. 5) seizing of blades due to inadequate bio matter excision.